Event description:
It was reported that the patient¿s wife noticed tremors with him the day prior to the report. The reporter went to check the stimulation with the programmer, but she could not find it. They normally heard the programmer because of the reminder alarm to check the implantable neurostimulator (ins). The reporter discovered that the stimulation was off with the recharger. The reporter noted that it was normally on all the time and the patient was ¿pretty bad¿ without it. The reporter did not have access to turn stimulation up and down. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 37651, serial# unknown, product type recharger; product ID 3387-40, lot# j0421698v, implanted: (B)(6) 2005, product type lead; product ID 37642, serial# (B)(4), product type programmer, patient; product ID 3387-40, lot# j0421698v, implanted: (B)(6) 2005, product type lead; product ID 64002, lot# n302414, implanted: (B)(6) 2012, product type adapter; product ID 748251, serial# (B)(4), implanted: (B)(6) 2005, product type extension; product ID 748251, serial# (B)(4), implanted: (B)(6) 2005, product type extension. (B)(4).